Event description:
It was reported that the shaft hole, break and blood leakage occurred. A 6f mach1 guide catheter was selected for use. During advancement of the wire, a small hole was noted at the flush end of the catheter. The wire was inadvertently passing through this hole, resulting in blood leakage. Removal required twisting, and the catheter end subsequently snapped. There no patient complication reported. It was further reported that the target lesion was located in a severely tortuous lesion. A hole was identified in the distal portion of the catheter, outside the body, where it connects to the pressure line. Difficulty was encountered during device removal, and the distal end of the catheter was cut with scissors to allow the wire retrieved from the patient. The procedure successfully completed with another device, and the patient was well post procedure.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the shaft hole, break and blood leakage occurred. A 6f mach1 guide catheter was selected for use. During advancement of the wire, a small hole was noted at the flush end of the catheter. The wire was inadvertently passing through this hole, resulting in blood leakage. Removal required twisting, and the catheter end subsequently snapped. There no patient complication reported.